Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was returned to the ward after surgery and upon checking the urinary foley catheter, there was little urine output and the lead wire for the temperature sensor was protruding onto the balloon silicone.

Event description:
It was reported that the patient was returned to the ward after surgery and upon checking the urinary foley catheter, there was little urine output, and the lead wire for the temperature sensor was protruding onto the balloon silicone.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection noted leakage near the trifurcation due to the temperature wire was protruding out from the catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.